Event description:
The facility's biomedical engineering department reported an infusion pump that failed during pt use. The pump was reported to be infusing dobutamine, epinephrine,and milrinone to a intensive care unit pt when it "suddenly stopped, had a sound, and failed on all three channels". The pt's blood pressure dropped approx by 10mmhg;however, no intervention was required. The pump was removed from use and sent to the biomedical department. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding pt's demographics, diagnosis and status, blood pressure values prior and after the event, rate of the infusions, and set up of the pump.